Event description:
A discordant calcium (ca) result was generated by the dimension vista 1500 system. The result was reported to the physician who questioned the result. The sample was retested on a similar system and yielded a result within expectations. A corrected result was issued to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the event was a failing sample probe 2 air knife causing carryover. The fse replaced a sample pump then adjusted and aligned the sample 2, reagent 2 and reagent 3 probes. A system check, quality controls and precision runs were performed. The instrument is performing within specifications. No further evaluation of the device is required.